Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a slow keypad response and a blank screen. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the customer reported "slow keypad response" which was reproduced. The cause was determined to be failed processor board flash testing. The processor board was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition.  A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition, blank screen was not verified. The device was found within specification.  No correction is required.  Should additional relevant information become available, a supplemental report will be submitted.